Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a black fiber-like hair was found in the primary pack of the dressing. No patient involvement was reported.

Manufacturer narrative:
The following information was received but erroneously omitted from MFR #1000317571-2015-00090, follow up 02: product maintenance was completed to schedule. Machine logs were reviewed and there were no issues relating to the complaint issue. Additional information received confirms that the actual root cause cannot be identified however, control measures are in place to prevent reoccurrence. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: investigation has been based on batch history record review. Batch records have been reviewed; all required specification were met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. The corrected information was omitted from the initial MDR MFR # 1000317571-2015-00090 submitted on october 27, 2015. Additional information received on (B)(4) 2015. A sample was received on (B)(4) 2015 and there is a hair evident within the dressing, it looks as if has been weaved into the dressing. Does not comply to specification. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
After a detailed batch review, a discrepancy was found. This warrants further action and a nonconformance will be opened. This complaint will remain open until completion of nonconformance. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).